Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Where was the needle grasped during use (swage, middle, tip)? Was there any additional tissue dissection indicated to search for the needle tip? How much blood loss was noted during the procedure? What was the indication for using tisseel as opposed to other conventional means to control bleeding? What was the surgeon opinion of the contributing factor to the blood loss? Were all needle pieces removed from the patient? Do you have the actual broken needle to return for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a breast reconstruction procedure on (B)(6) 2017 and the suture was used to close the wound. During the procedure, the needle tip broke in the patient's body. After finishing the closure, the surgeon found the needle tip might left in the patient. X-ray was used to check and the needle tip left in left side of the breast. The wound was re-opened. It was also reported that during the needle search time, tisseel was used to stop bleeding. The patient's recovery is fine. Additional information has been requested.